Event description:
The customer received some high blood glucose readings on the breeze2 meter and took insulin accordingly. Specific high readings were not provided. On several occasions she experienced hypoglycemic symptoms such as dizziness and vomiting. Sometimes her glucose reading would be as low as the mid to high 30s(mg/dl). She would eat something to feel better. It could not be determined if the customer received medical treatment for her hypoglycemic events. At the customer's request, a new meter was sent to her. The test strip information was not provided and they are not expected to be returned for evaluation.